Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the stimulation threshold values could not be measured due to noise. Testing revealed indication of telemetry disturbances. It is suspected the cause was external interference. The patient returned on the next day for post implant follow-up. The stimulation threshold still count not be measured when testing with another programmer in a different room. A firmware download was installed and resolved the issue. The condition of the patient was stable before and after the event.